Event description:
Device malfunction: balloons rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a percutaneous transluminal angioplasty (pta) of a stenosis in the left arm cephalic vein shunt, the agiltrac dilatation balloon ruptured at 21 to 22 atms, circular. With effort, the ruptured balloon was removed through the sheath as a complete unit. Reportedly, the stenosis had to be dilatated with very high pressure due to the hardness of the stenosis. A second agiltrac was used, but with the same outcome. No pt effects. No add'l info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. The second agiltrac peripheral dilatation catheter, part# 1010009-40, lot# 6042451 indicated in b5 and d11, is being filed under the same MFR#.